Event description:
According to the initial report received, an implant registration card was received with a hand-written note: "expired @ 1607 (B)(6) 2022." Patient's obituary was found. No additional information has been received to date.